Event description:
It was reported that the device was explanted approximately after implant duration of .37 months, due to sam. Info learned from the operative report.

Manufacturer narrative:
Device not returned.